Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient tried to reset her device, but it was not working. The caller said the device was currently off. MRI considerations were reviewed for a non-functioning device. No symptoms or further complications were reported.